Manufacturer narrative:
The product was not returned for investigation. Positioning issues: clinical reported after implanting the pump, it was observed to be close to the mitral valve. The product was not returned for investigation. The cause of the positioning issues was not determined due to insufficient clinical details and no product returned. Hematuria: the product was not returned for investigation. The cause of the injury was not determined due to insufficient clinical details. The pump passed all post sterile inspection criteria.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The device was explanted as it was noted to be pointing towards the mitral valve. Subsequently, the medical team published upon the reported event. There was an additional allegation of pump malpositioning and hematuria. These issues were noted by the authors to be "malrotation".